Manufacturer narrative:
Additional information was received that it was a trial procedure and the lead was not implanted due to package was torn when the physician opened it.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead was returned for an unknown reason.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead was returned for an unknown reason.